Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. The system operates as intended.

Event description:
It was reported that the system would not display a usable image and then would not reboot. No pt injury was reported.